Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said the pt was scheduled for lumbar and cervical spine MRI because they are having more back problems, but caller said pt had 2 surgeries for their stimulator and caller was trying to find out more about what the pt had implanted. Tss reviewed registration information and MRI information for pt. Pt had CT scan in 2022 which indicated the pt still had a scs device implanted. Further details about staging record information unknown.